Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The endotherapy sales specialist reported on behalf of the customer that per instructions for use, the single use distal cover placed on the end of the scope was snugged and tested prior to therapeutic endoscopic retrograde cholangiopancreatography, ercp procedure. The procedure was completed with both a pancreatic pigtail stent and a duodenal stent placed. After removal of the endoscope from inside the patient the nurse noticed that distal cover was not on the scope. The physician noticed a shadow on the x-ray that was reviewed for the presence of distal cover. The patient was rescoped, and distal cover was found in the duodenum and retrieved with a pair of forceps. Reportedly, during this retrieval the pancreatic stent was dislodged. The procedure was completed with a similar device. The reported problem did not impact the outcome of the procedure. No patient harm was reported. The event requires 2 reports for the 2 devices involved in the procedure with the following patient identifiers: 1) patient identifier # (B)(6) , single use distal cover, model: maj-2315; sn/lot# (B)(6). 2) patient identifier # (B)(6) ,evis exera iii duodenovideoscope , model tjf-q190v ; sn- unk (this report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event (distal cover detachment) was due to the following: 1. Per the customer, the distal cover was firmly pushed until the hook of the scope was visible. However, the cover may have covered the hook at the scope tip, and not covered the hook completely. This resulted in insufficient attachment to the scope and caused the distal cover to easily detach. 2. The cover and/or the forceps touched the pancreatic stent while the distal cover was retrieved. However, since the device was not returned for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: chapter 4 ¿ (section 4.1) - detection. Operation manual: chapter 3 ¿ (section 3.5) - preventive measures. This supplemental report includes additional information provided by the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was delayed for approximately 10 minutes; however, the patient did not require additional anesthesia and was not impacted by the reported failure.

Event description:
Additional information identified the patient is in good health and no further medical intervention was required.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.